Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "downstream occlusion", caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a device displayed a constant "downstream occlusion!" Message when on occlusion was present. It was also reported that there was no pt involvement.